Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A site representative reported that while attempting a 3d spin, during a spinal fusion procedure, the imaging system displayed an error message. The reported error message was: "an issue that may effect navigation accuracy has been detected. Acquisition has been cancelled. Please try again." The imaging system was rebooted and the interface cable was re-seated neither of which resolved the issue. After an hour of troubleshooting the issue, the surgeon opted to complete the procedure without the use of the imaging system and with the use of a c-arm instead. There was no known impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that additional troubleshooting took place during the procedure. It was reported that a second mobile viewing system (mvs) was brought in and connected to the imaging system. The mvs then displayed a windows shutdown error. The mvs was then rebooted, after which connection to the imaging system could not be established. A medtronic representative, tested the system and determined the system was experiencing excessive frame rate errors. Replacement mvs interface cable shipped to site for issue resolution. On (B)(6) 2015, a medtronic representative replaced the cable and performed an imaging system check-out. All areas passed after the replacement of the cable. The medtronic representative reported the system performed within specifications. Medtronic investigation of returned suspect device finds that the reported issue is confirmed. Mvs interface cable failed both the gbit test and the 100t bench test. Cable did pass continuity testing. Outer cable insulation is yellowed and the cable exhibits discoloration and crimping. The reported event was confirmed to be caused by an electrical failure mode.

Manufacturer narrative:
Field was inadvertently not completed on initial 3500a. Device available for evaluation and was returned to returned to manufacturer on 07/13/2015.